Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report. This is the same pt/event as MFR #2249697-2011-00568, 00570 and 00571.

Event description:
Mr (B)(6) head of theatre, reported via our sales rep (B)(4) that size cannot be read anymore because of surface alteration. Further he reported that surgery was delayed.